Manufacturer narrative:
Reviewing attached picture and x-ray, the complaint description can be confirmed that the csl-screws are back out from the plate. The head thread of the csl-screw as well as a part of shaft thread are stripped visible. The exact cause of the back out as well as damaged screw head cannot be defined as there was just few information provided. We can only assume that during the screw insertion did lead a technical overload situation. These factors include, but are not limited to: wrong torque or angulation of the csl-screws during insertion leading to stripped / damaged between the plate and the screw thread. Such an damaged screw connection may to prefer these complaint situation that the screws are come back out. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent a revision surgery due to pain and the screws of the zerop cage system backing out. During the revision surgery the loosened screws and plate were removed and replaced. The pain was caused by the loosening of the innies and no stabilization allowing the movement of the vertebras. Concomitant devices reported: unknown zero p cage (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 3.0mm ti cervical spine locking screw 16mm. This is report 2 of 4 for (B)(4).